Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a cracked casing issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as the issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: battery compartment crack from the battery compartment threads down along the bumper to the case seal. Unrelated to the complaint, the display is dim/faded/pink.